Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was intra-abdominal rupture of the peritoneal catheter. It was also observed that there was a fracture (break) of the external segment of the abdominal tube of the catheter. The catheter was replaced and was used to re-intubate the patient. There was no patient injury.